Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. Prior to operational check of device, the downloaded error log was reviewed and occurrence of error (err_ripc_comm_to_obm_failed) related to loss of communication between host and oxygen blending module was found. During operational check of the device at the manufacturer's service center, a ventilator service required alarm was confirmed. The oxygen blending module board and interface board were replaced to address the issue.